Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that sensor did not work, and after removing it found that the cannula was missing. Customer's blood glucose reading was unknown. Customer stated there was blood at the site after sensor removal. The customer declined to troubleshoot and a replacement was sent to customer. The sensor will not be returned for analysis.